Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The target lesion was located in the moderately calcified unknown vessel. The 12 mm x 4.00 mm apex was prepped and advanced into the patient. Inflation was not performed. The physician judged that the balloon was ruptured due to the calcification. The device was removed and the procedure was completed with a 4 mm x 15 mm apex catheter balloon. No patient complications were reported and the patient's status is good

Event description:
It was further reported that the balloon was inflated once and was removed intact from the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).